Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Visual inspection: the subject device was returned and there appeared to have some scratches evident on the bearing surface of the component. Based on the review of the records by the consulting clinician, the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a right knee revision due to patient appearing to have instability due to a fall.

Event description:
It was reported that there was a right knee revision due to patient appearing to have instability due to a fall.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.